Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a sclerotherapy procedure. According to the complainant, they could not get the fluid to flow upon injection of the device during the procedure. In addition, they also noted that the device seems blocked and that it took great pressure for them to inject. Reportedly, no issues were noted to the device and the device packaging. They used a second interject injection therapy needle to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be fine.

Manufacturer narrative:
A visual assessment was performed on the returned interject injection therapy needle device. The needle was retracted when received. No kinks were identified on the outer sheath. Inner sheath and inner hub was removed from outer sheath and outer hub. No kinks were identified in the inner sheath. No occlusion was visible through the clear sheath. Functional evaluations were performed. A syringe filled with air and was attached to the inner hub and compressed. When the syringe was compressed no abnormal resistance was felt. No material possibly blocked the device was released. Once the inner sheath was flushed with air thoroughly, plunger in the syringe was pulled. No vacuum was created. No occlusion was identified. The inner sheath was cut near the proximal end of the needle. A 0.009¿ pin gauge was inserted into through the needle into the proximal end of the needle. The pin gauge was pushed into the inner diameter of the needle until in exited the distal tip; the pin passed freely through the needle. The needle was not occluded. During the investigation, the reported failure mode (device was blocked/occluded) could not be replicated. The most probable root cause of the complaint is not-confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a sclerotherapy procedure. According to the complainant, they could not get the fluid to flow upon injection of the device during the procedure. In addition, they also noted that the device seems blocked and that it took great pressure for them to inject. Reportedly, no issues were noted to the device and the device packaging. They used a second interject injection therapy needle to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.